Manufacturer narrative:
A product investigation was completed: the implant was returned in two pieces. The nature of the deformation/breakage did not allow for an accurate identification of the screw. The cutting edges of the implant are in good condition. Although the exact root cause is unknown, it is likely that the screw was initially inserted into hard bone, thereby weakening the screw, and then the second insertion caused the screw to break. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is determined to be suitable for the intended use when employed and maintained as recommended. Proper use and maintenance for the device(s) are addressed in technique guide. Although the exact root cause is unknown, it is likely that the screw was initially inserted into hard bone, thereby weakening the screw, and then the second insertion caused the screw to break. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device broke during insertion; device was not implanted/explanted. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a plating of a femur fracture a 4.0 cancellous bone screw, fully threaded broke. It was taken out and put back in and then broke. The screw was through the plate. There was a forty-five (45) minute surgical delay due to removal of broken screw. Surgery was successfully completed. No patient harm reported. This is report 1 of 2 for (B)(4).